Event description:
Note: this report pertains to the first of two product malfunctions that occurred during the same procedure. Refer to associated MFR's report # 3005099803-2009-02564 for a description of the other event. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the machine did not recognize a fluid level of 100cc, the fluid comes out of the top occasionally, and the fluid level in the reservoir is sometimes "erratic". Follow up info received on may 18, 2009 revealed that there were no alarms or error codes, the reservoir did not become wet, and 0.9% saline was used. The procedure was completed with this device and there were no pt complications reported with this event.

Event description:
Note: this report pertains to the first of two product malfunctions that occurred during the same procedure. Refer to associated manufacturers report # 3005099803-2009-02564 for a description of the other event. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the machine did not recognize a fluid level of 100cc, the fluid comes out of the top occasionally, and the fluid level in the reservoir is sometimes "erratic". Follow up information received on (B)(6), 2009 revealed that there were no alarms or error codes, the reservoir did not become wet, and 0.9% saline was used. The procedure was completed with this device and there were no patient complications reported with this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).